Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the right ventricular lead had an alert for high voltage lead impedance. The decision was made to continue monitoring the patient through remote.

Manufacturer narrative:
Correction: the previously reported and were incorrect. The previously reported and were incorrect.